Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 21 mg/dl and customer was taken to the emergency room (ER). Juice was consumed to address bg. After 1.5 hours, customer left the ER in "normal condition". Bg was 180 mg/dl. Customer alleged pump accidentally delivered a 22 unit bolus in the middle of the night without the customer's knowledge. Tandem technical support reviewed the pump data and found that the pump was successfully unlocked and a continuous glucose monitor alert was acknowledged. Customer acknowledged to have possibly requested the bolus delivery and that the pump was operating as intended. Customer required no further assistance.